Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was patient movement. D6a and d6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05028: d4 model number, f6/f8-should have been left blank, g1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in the us had a cp come out of position while in the CT suite for imaging. The pump was explanted and replaced.